Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex artery, which was mildly tortuous and moderately calcified. A 3.5x23mm xience v stent was deployed at 14 atmospheres. Post-deployment, a proximal edge dissection was noted. The edge dissection was successfully covered with a 3.5x12mm xience v stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.